Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No ncrs were generated during production. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an rotator cuff repair by arthroscopic on a shoulder, it was observed that the surgeon had an electric shock from the vapr tripolar 90 suction elect device. According to the report, the surgeon was wearing gloves and was touching the handle on the device when it gave a sort of electric shock through his gloves on to his hand. It was reported that the surgeon showed evident signs on the hand. It was not reported if there was a delay in the surgery but the same electrode was used to complete the procedure. There was patient involvement. It was reported that the surgeon did not need any intervention but the palm of his hand was burned. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that there was only one device. Upon complaint review, it was determined that there were two devices involved in the event: vapr tripolar 90 suction elect and vapr vue generator that were being used together when the event occurred. Therefore, this is report 1 of 2 for the same event. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the device was received and evaluated. Saline was visible in the suction tube, indicating the device was used. The device was visually inspected no visible signs of damage. The active tip shows no anomalies. Due to the reported failure of electrical shock, functional testing will not be conducted. This device was sent to the supplier (gyrus) for further evaluation. Supplier's findings: to further evaluate the returned device the dfmea was reviewed to identify any potential failures of the design that could cause electric shock / rf burn / thermal burn generated by hot saline. All potential causes identified in the fmea were checked via inspection or test and no anomalies were found. The handle of the device was opened to allow inspection of the wire insulation. Wire insulation was intact and there was no evidence of internal activation. Review of the johnson & johnson complaint detail report revealed the complaint was due to a ¿sort of electric shock to user¿s hand'. Post event the procedure was completed using the same electrode. The root cause for the device to cause an electrical shock to the user could not be identified. The device passed all electrical and activation tests, which included insulation dielectric strength tests. Examination of the device internals did not highlight any issues. This complaint is not confirmed. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional event information received on 11/21/2018. It was reported by an affiliate that the (B)(4) has been received and shipped back to cg labs. (B)(4).